Manufacturer narrative:
The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the problem was resolved it was a user error in not resetting an error after putting different scopes in. Causing it to remember the error codes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center experienced b30 error. The procedure occurred during unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm.